Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Product ID: neu_ins_stimulator, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that the lead was ¿defective out of the box,¿ and the doctor had not wanted to use the lead because it was bent. It was noted that there was no patient involved with the event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the lead (lot# va0nmzp) found no anomaly, the lead was okay. The stylet was bent approximately 5cm from the distal end and the lead was ¿defective out of the box.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.